Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was noted at 14.4-14.6cm and 32.8-34.2cm from the electrode tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations.